Event description:
Complaint alleges: when ligation was attempted with one hem-o-lok clip, the clip broke in half. The broken piece was successfully retrieve from the patient's body. There was no patient injury reported and no consequence to the patient. The patient's current condition is unknown.

Manufacturer narrative:
Per device history report(DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.